Event description:
A complaint was received from a surgeon stating that the instrumentation supplied with the implant was not adequate and this resulted in difficulty placing the custom distal femur implant in the correct location. The surgeon was please with the outcome of the procedure.

Manufacturer narrative:
This issue is a surgeon preference comment related to the instrumentation supplied and is being treated as feedback. It has been included in the instrument summary feedback report 2016. This is to feed back information from users to the design activity and is to be included in any future development of instruments. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Stanmore implants worldwide will continue to monitor for trends corrected data: brand name corrected from "custom distal femur replacement implant" to "custom jts non-invasive replacement implant." Common device name/product code was corrected from "prosthesis, knee, femerotibial, cons" to "limb salvage system/kro."

Event description:
A complaint was received from a surgeon stating that the instrumentation supplied with the implant was not adequate and this resulted in difficulty placing the custom distal femur implant in the correct location. The surgeon was pleased with the outcome of the procedure. This is a supplemental report to 3004105610-2014-00057 ((B)(4)).

Manufacturer narrative:
The device history records were reviewed and no non-conformances were identified. The investigation is on going, a supplemental report will be provided. Please note that the custom distal femur replacement implant is similar to the mets modular distal femur implant k121029.